Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6, h4: device manufacture date : may 12, 2020 - may 14, 2020. H10: six (6) devices were received for evaluation. A visual inspection along with magnification was performed which observed a loose particle matter inside the fill port connectors in one (1) sample. The reported condition was verified in one (1) sample; however, not verified for the remaining five (5) samples. The cause of the condition could not be determined. The other one (1) sample was not received for evaluation. Therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred "within one month" (unspecified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in the fluid path of seven (7) 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as black or white. This issue was identified before use. There was no patient involvement. No additional information is available.